Event description:
It was reported patient had infection suspected at the ipg site. Drainage was coming from the patient's ipg and lead site. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Patient was diagnosed with epidural abscess after MRI completed following explant. Patient underwent additional surgical intervention to clean out the epidural abscess.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.